Event description:
Nt821731c - another break occurred when they were changing the bag. There are breakages at the joint between the system and the large drainage bag. The breaks occurred when they were changing the bag. The bag was not overfilled and the staff have been aware and are careful of this joint/ connector." No patient injury.

Manufacturer narrative:
Initial report ref to natus (B)(4). Lot # information of the affected product was not provided by the customer. No associated capas. Per (B)(4) rev 09 risk analysis spreadsheet - eds 3 external drainage system hazard 5.14 - breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag effect (harm): delay in patient treatment residual risk: low. Qa reached out to customer requesting the return of the completed complaint form and the return of the affected part for evaluation.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). A customer complaint questionnaire was sent to the customer. The completed questionnaire was not returned, no additional complaint information received. Complaint history review/trend analysis: (24 months review and percent of sales) 30 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4)%. Root cause/failure investigation: the customer did not return the device for evaluation. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - another break occurred when they were changing the bag. There are breakages at the joint between the system and the large drainage bag. The breaks occurred when they were changing the bag. The bag was not overfilled and the staff have been aware and are careful of this joint/ connector." No patient injury.